Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements with several out-of-range measurements greater than 2000 ohms. Additionally, increased pacing threshold measurements, noise and oversensing were observed. A boston scientific sales representative did not attend the patient's clinic visit and did not have any details on what maneuvers provoked the noise or if there has been any significant trauma to the lead. A lead fracture is suspected. A boston scientific technical services consultant reviewed the stored data and noted recent pacing impedance measurements have been more stable. Stored electrograms identified the noise pattern is most likely myopotentials. The consultant provided suggestions for further lead evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.